Manufacturer narrative:
Received via medwatch report number (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion. The pump indicated 'infusion complete' and the nurse went to hang a new bag of hydromorphone but noticed that the bag was still full. The nurse then noted that the blue clamps were clamped so no medication was infusing to the patient (rate was set to 6ml/hr). The nurse unclamped and reset the pump and the infusion began. It was reported that there was no patient harm as a result of the event. No additional information is available.